Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The pse confirmed during operational check that the green led of power switch had illumination failure so the power switch overlay was replaced. No parts were returned for failure investigation. During pm, the pse replaced the power switch overlay to address the issue of power switch led failure. The pse also replaced as part pm the unit's air inlet filter, cooling fan filter, blower, cooling fan, tubing kit, and battery. The unit was tested and passed.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the green led power switch had illumination failure. The customer reported there was no patient involvement.